Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2014. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance steady at approximately 49 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. Svc defib impedance steady at approximately 62 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on both the rv defib coil and superior vena cava (svc) coil. Both coils exhibited fluctuating impedances. A slight impedance increase was noted from left ventricular (lv) tip to rv coil. The lead was capped and replaced. No patient complications have been reported as a result of this event.